Event description:
This is the fourth report of four reports during the same surgery on the same patient, this report concerns the u-joint driver assembly (product ID (B)(4)). It was reported during a l5-s1 anterior lumbar interbody fusion (alif) surgery the surgeon experienced an issue with the u-joint driver assembly when he attempted to insert his second screw into and through the cage. This inserter was used because of the steep angle to get the screw into the l5 vertebral body (the disc space was l5-s1). When the surgeon rotated the handle, the screw inserter disassociated from the screw. After several unsuccessful attempts, he was given the second u-joint screw driver from the set. The surgeon had the same issue with the spare device. He attempted to use the straight inserter, but could not get the proper angle because of the limitations of the incision and the angulation of the screw hole. The surgeon used the u-joint driver and completed the surgery. He focused on controlling his hand position and the joint of the inserter that caused the issue. This delayed the surgery for an additional 10 to 15 minutes. There was no injury to the patient due to this issue.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.